Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed cassette alarm. There was no patient involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens and a loose air in line (ail) sensor. Event log history was performed and showed that high alarm displayed "cassette not attached properly" in history. During analysis, the customer's reported concern regarding "pump fails cassette alarm" was confirmed and was noted to be due to a contaminated downstream occlusion (dso) sensor. Service will replace the contaminated dso sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.